Manufacturer narrative:
Unit unable to prime during the prime and system sensor test and motor error alarm during the basic occlusion test due to faulty gold sensor. Unit received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No motor error alarm on alarm history screen. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times during infusion set change and prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was able to assist customer is rewinding pump. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.